Event description:
This device was received in the mail along with failure info "pocket infection."

Manufacturer narrative:
A 38.1 cm portion of the lead was returned for analysis. Hipot testing, dc resistance, length, and helix height were unable to be performed since the full lead was not returned. The connector pin length and large boot met specification. Visually there were no anomalies with the connector end. The coil/tubing has unk liquid. Review and confirmation of manufacturing records was performed. The leads are assembled in a clean room environment and controls are in place throughout the manufacturing procedure such was washing the lead prior to packaging to reduce the risk of infection. Additionally, the lead is sterilized by ethylene oxide sterilization. All records indicate the device met specification prior to leaving (B)(6) medical. A root cause is not able to be determined at this time. The device is part of several implanted components that comprise a pacing system. (B)(6) medical is unable to determine if the subject device contributed to the event.